Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2016 it was reported that the patient's device was removed due to infection. The drug in the pump, the patient's pertinent medical history/other medications, the onset date, which components were removed, diagnostics performed, the cause of the infection, and additional actions/interventions taken to resolve the infection were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.